Event description:
It was reported that the intra-aortic balloon (iab) could not be passed through the sheath. As a result, the md removed the iab, keeping the sheath in place and inserted another iab successfully. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.